Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified; crease sharp on radius and crease sharp on posterior. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. An opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.